Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on an unknown number of patient samples with the simplexa covid-19 direct assay due to a contamination in the laboratory. Run analysis of the simplexa results are as follows: (B)(6) 2021 @0755: 7 negative samples, 1 sample invalid due to ic failure for ec515 errors (sample ID (B)(6)). (B)(6) 2022 @2355: 5 samples invalid due to ec515 or ec510 errors. Sample ID (B)(6): s gene (25.7) orf1ab (26.3) pos control and neg control performed as expected. (B)(6) 2022 @1225 (environmental swabs of instrument 2d0440): sample ID (B)(6): s gene (28.1) orf1ab (28.2), sample ID (B)(6): s gene (31.3) orf1ab (34.1). 4 other samples invalid due to ic failure for ec515 errors. Ntc passed without issues and positive control passed without issues. With several samples invalid due to ec515 errors on (B)(6) 2022, it is likely amplicon contamination causing the issues. The customer did not clarify if the sample ID (B)(6) on (B)(6) 2022 was a false positive or not. The ntc and positive control that passed during the environmental swab test of instrument 2d0440 on (B)(6) 2022 indicate the reagent is working, so it was suspected that the disc lot possibly leaked. Retains of the disc lot mol1455 lot# p14751n were tested and no leaks or low volumes occurred. It is not known what was the cause of the possible amplicon contamination at this time. The customer's device and suspected false positive samples were not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# x14237n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retain testing of the assay was not performed as the customer suspected disc leakage was the cause of the amplicon contamination. The customer's ntc and positive control passed so it is unlikely the assay reagent is the cause. The subsidiary will continue to work with the customer to assist in the decontamination of their lab. At this time the assay reagent issue is not confirmed. This is the 1st complaint on mol4150 lot# x14236n for suspected false positive results.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on an unknown number of patient samples with the simplexa covid-19 direct assay due to a contamination in the laboratory. The customer suspects contamination because environmental swab data is coming up covid positive or with ec515 errors. The customer confirmed no patient results were reported to a diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.